Event description:
It was reported that the customer's blood glucose level was 440 mg/dl. The customer stated he just ate and bolused with his insulin pump. The customer stated he received failed battery tests and a battery out of limit alarm from his insulin pump. Standard troubleshooting was performed. The insulin pump did not alarm. The customer was advised to monitor the insulin pump and sent a replacement battery cap. The product is not being returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).